Manufacturer narrative:
D2a. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka d2b. Common device name: tubes, vials, systems, serum separators, blood collection a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from an unspecified amount of devices. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, blood leaked from an unspecified amount of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evaluation: yes. D.9. Returned to manufacturer on: 20-feb-2026. H.3. Device eval by manufacturer? Yes. Investigation summary: bd received 20 samples for investigation. The 20 returned samples along with 30 retained samples were functionally tested for leakage. All samples (both returns and retains) tested passed with no evidence of tubing leakage or defects during or after testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.